Manufacturer narrative:
Additional information was received from a health care professional (hcp) that all other lead measurements were confirmed to be stable and acceptable. The lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.